Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The analysis of the device is pending.

Event description:
The device involved in this MDR report was implanted in 2006. During a routine follow up performed in 2007, the device was found in standby mode, but the re-initialization process could not be completed. Therefore, the device was explanted.